Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the capture management test showed high threshold measurements on the right ventricular lead. The manual threshold test showed normal threshold measurements. It was determined the discrepancy was potentially due to device undersensing of the evoked response signal. The device and lead remain in use. No patient complications have been reported as a result of this event.